Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this right ventricular (rv) lead starting to experience pain as well as a hiccup sensation. Review of the rv channel noted a drop in sensing and loss of capture at high pacing threshold outputs. The rv lead was suspected to have dislodged and perforated the ventricle which was causing the patient's reported symptoms. Surgical intervention was performed which confirmed this. The rv lead was repositioned to a high septal location and remains in service. No additional adverse patient effects were reported.